Event description:
It was reported that a manual wheelchair had a bent frame, armrest tubing, fork, and spokes. Also, the folding back of the chair was not staying up; the casters were damaged and the wheellock was not holding.